Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was experiencing discomfort at ipg site as the ipg was too large for her frame. As a result, surgical intervention was taken place on (B)(6) 2023 where the ipg was replaced with a smaller one to address the issue.

Manufacturer narrative:
The date of event is estimated. Patient weight requested but was not provided.